Event description:
Outdated calibra was used to cement porcelain crowns on two different patients two weeks prior to this report date. Both patients reported having sensitivity over time. The other patient reported no change in sensitivity.